Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery, the polarstem modular head for 21000662 shattered in two pieces while impacting the head. The device, used in treatment, was not returned for investigation. A product evaluation could therefore not be performed. A complaint history review was performed on the product number as there is no indication that the reported issue is related to a production issue. The occurrence calculated from the complaint data is in agreement with the corresponding risk files. A review of the production documentation could not be performed as the batch is unknown. The failure mode and the severity are covered in the concerning risk management file. According to the document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Instruments should only be used in their original condition (lit. No. 12.23 ed. 05/16). Furthermore, the relevant surgical technique, 01217-en v5 09/17, illustrates in details, how ball heads need to be implanted and which instrument should be used. Smith+nephew did not receive relevant supporting documentation to perform the medical investigation. The reported failure mode could not be confirmed and a relationship between the reported event and the device cannot be confirmed. Based on the conducted investigation, the root cause could not be determined conclusively and the need for corrective actions is not indicated. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. Should more information become available, the investigation will be reopened. No further actions are deemed necessary at the time. Smith+nephew will continue to monitor for similar issues.

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery, the polarstem modular head for (B)(6) shattered in two pieces while impacting the head. The device, used in treatment, was not returned for investigation. A product evaluation could therefore not be performed. A complaint history review was performed but a review of the production documentation could not be performed as the batch is unknown. The failure mode and the severity are covered in the concerning risk management file. According to the document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. (B)(4)), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Instruments should only be used in their original condition (lit. No. (B)(4)). Furthermore, the relevant surgical technique, (B)(6), illustrates in details, how ball heads need to be implanted and which instrument should be used. Smith+nephew did not receive relevant supporting documentation to perform the medical investigation. The reported failure mode could not be confirmed and a relationship between the reported event and the device cannot be confirmed. Based on the conducted investigation, the root cause could not be determined conclusively and the need for corrective actions is not indicated. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. Should more information become available, the investigation will be reopened. No further actions are deemend necessary at the time. Smith+nephew will continue to monitor for similar issues.

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery, the polarstem modular head for 21000662 shattered in two pieces while impacting the head. The device, used in treatment, was not returned for investigation. A product evaluation could therefore not be performed. A complaint history review was performed but a review of the production documentation could not be performed as the batch is unknown. The failure mode and the severity are covered in the concerning risk management file. According to the document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Instruments should only be used in their original condition (lit. No. 12.23 ed. 06/20). Furthermore, the relevant surgical technique, 01217-en v5 09/17, illustrates in details, how ball heads need to be implanted and which instrument should be used. Smith+nephew did not receive relevant supporting documentation to perform the medical investigation. The reported failure mode could not be confirmed and a relationship between the reported event and the device cannot be confirmed. Based on the conducted investigation, the root cause could not be determined conclusively and the need for corrective actions is not indicated. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. Should more information become available, the investigation will be reopened. No further actions are deemed necessary at the time. Smith+nephew will continue to monitor for similar issues.

Event description:
It was reported that, during thr surgery, the polarstem modular head for (B)(4)shattered in two pieces while impacting the head. There was no delay and the procedure was finished with the same device. No patient was harmed.